Manufacturer narrative:
This report is being submitted retrospectively as part of internal process improvement actions initiated at walkmed.

Event description:
It was reported the pump was programmed at rate 23.4ml/hr for a 24ml infusion. The patient received the entire dose within one hour. The infusion was due to begin friday and end tuesday. Patient was seen by their physician and no injury noted.